Manufacturer narrative:
Initial.

Event description:
It was reported that a patient using the ilet experienced a high blood glucose, with the highest cgm reading of 224 mg/dl confirmed by glucometer at 222 mg/dl for approximately 30 minutes, while using an inset infusion set on the right abdomen and a fsl3+ cgm; the reason for the high glucose was unclear. Symptoms included hyperglycemia and hot flashes/flushes. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and there was insufficient information related to any specific medical device problem or device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.